Event description:
The customer reported false positive architect total b-hcg and provided the following data for a 39 year old female patient. (Reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): on (B)(6) 2023, the result was 1,350.63 miu/ml. On 23 oct 2023, the patient had a follow-up visit and the b-hcg result was <1.2 miu/ml. The sample from (B)(6) 2023 was repeated, which generated a result of <1.2 miu/ml. The (B)(6) 2023 sample was then repeated 3 times and generated the result of <1.2 miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances, or deviations. The ticket search by lot found an increase in complaint activity, however further review of ticket and trending concluded that there was no identified trend regarding commonalities for lot number and customer issue. The overall performance of the architect total -hcg reagent in the field was reviewed using data gathered from customers worldwide. The review of field data indicates the patient values for the negative population are within the established limits. In-house testing was, which determined that all specifications were met indicating acceptable lot performance. Labeling was reviewed and sufficiently addresses the customer¿s reported issue. Based on the investigation, no systemic issue or deficiency was identified for the architect total -hcg lot number 45625ud02. Section d4 lot #, catalog # and UDI # were corrected.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for a 39 year old female patient. (Reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): on (B)(6) 2023, the result was 1,350.63 miu/ml. On (B)(6) 2023, the patient had a follow-up visit and the b-hcg result was <1.2 miu/ml. The sample from (B)(6) 2023 was repeated, which generated a result of <1.2 miu/ml. The 23 oct 2023 sample was then repeated 3 times and generated the result of <1.2 miu/ml. There was no reported impact to patient management.